Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2bdxj, implanted: (B)(6) 2021, product type: lead. Product ID: th90p02, serial#: (B)(4), product type: mobile platform. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient feels electric shocks as soon as she approaches an electrical appliance (hotplate, microwave, computer). The only place where she doesn't get a shock is on a boat where everything runs on gas. On (B)(6) 2021 an impedance check showed good results (< 4000 ohm). A decrease of the amplitude ( 0 ,7 to 0,5) program used : p4. 2 other programs performed: p3 & p7. It was noted that the patient has to test each program in order to determine if the electric shocks still appear.